Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer experienced an elevated blood glucose (bg) level of 2000 mg/dl, with ketones. The customer required assistance with insulin injection delivery from a health care professional. In addition, an manual insulin injection was administered to address bg level. Customer reverted to an alternate method for insulin therapy.